Manufacturer narrative:
(B)(4). Investigation is ongoing.

Event description:
As reported by the edwards european affiliate, during a 26mm sapien xt case in the pulmonic position inside a degenerated and severely calcified surgical valve, the decision was made to put 2 stents, one across the surgical valve and one at the inflow track. The sapien xt valve was then implanted but just at the end of deployment the balloon burst. Despite this the valve was well implanted. It was not possible to get the balloon back into the esheath, therefore the contralateral vein was accessed and a snare inserted. The nf+ balloon was cut and removed with the snare through the contralateral side. Then the nf+ catheter was removed without issues. The patient was doing well post procedure. It is believed that the balloon burst due to the stents.

Manufacturer narrative:
The delivery system was returned to edwards lifesciences for evaluation. The proximal end of the shaft was cut off and not returned. During visual analysis it was observed that the balloon was wrinkled, and there were longitudinal and radial balloon bursts. The balloon did not appear to be missing any balloon pieces. During dimensional analysis, the balloon wall thickness was measured and found to meet specification. No functional testing was able to be performed due to the condition of the returned device (balloon burst and delivery system cut). Based on the condition of the returned device, the complaint for balloon burst was confirmed. The reported perceived root cause was associated with the interaction between the delivery system inflation balloon and the andra stents. Per the report, the physician placed 2 andra stents in order to protect against complications associated with severe calcification in the perimount valve. While interaction with the andra stents may have damaged the balloon during deployment, deployment into a calcified annulus may also have contributed to the balloon burst. Deposits of calcification can puncture or weaken the balloon as it is inflated, causing it to burst. As reported, the perimount valve was severely calcified. It is likely that exposed calcification remained following placement of the stents, and that the balloon burst due to interaction with calcification. Available information suggests that patient factors may have contributed to the balloon burst. Based on the condition of the returned device, the complaint for delivery system - withdrawal difficulty- through sheath was confirmed. Available information suggests that the condition of the burst balloon likely resulted in difficulties withdrawing the delivery system balloon into the sheath. This scenario can cause the balloon component to drag or catch onto the sheath distal tip during retrieval and contribute to the difficulty retracting the device through the shaft. Alternatively other patient and procedural factors that can contribute to difficulty retrieving a device include patient vascular calcification and vascular tortuosity, sheath insertion angle, and coaxiality of the device being retrieved. Per the training materials, the user is instructed to retract the loader to the proximal end of the delivery system and to lock (click) the flex catheter back in default position to ensure the flex catheter tip collapses into the esheath during system removal. If this is not done, it can cause withdrawal difficulty. Available information suggests that patient and procedural factors may have contributed to the event. Per manufacturing mitigations, during balloon manufacturing, the balloon was inspected visually (for heavy scratches, gel-spots, and fish eyes) and dimensionally (for double wall thickness and working length). In addition, acceptable balloon samples from the lot were also burst tested. During manufacturing, the delivery system underwent the following inspections: the inflation balloon was inspected visually for contamination. It was also inspected dimensionally throughout the production of the balloon; during the pleat and fold process, the inflation balloon was visually inspected for scratches and distorted/pinched folds; the fully assembled delivery system was visually inspected for manufacturing defects, such as mechanical damage (kinks, breaks) and missing/misplaced parts, by both manufacturing and quality; the delivery system was leak tested. Post leak test, the balloon covers and inflation balloon were inspected for any damage. Furthermore, the manufacturing lot underwent product verification (pv) testing under a sampling plan. Visual inspection was conducted prior to functional testing for physical defects such as kinks or cracks. All samples from this lot passed pv testing. Inspections during the manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformance contributed to the reported complaints. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints of balloon burst with subsequent withdrawal difficulty through the sheath were confirmed. No manufacturing non-conformities were identified during the investigation. A review of the device history records (DHR), lot history, and complaint history did not reveal any indication that a manufacturing nonconformance contributed to the reported events, and a review of manufacturing mitigations supports that there are sufficient inspections in place to detect defects related to the complaint event. No training, labeling, or IFU deficiencies were identified. A review of complaint history revealed that the occurrence rate did not exceed the control limits for related trend categories. Therefore, no corrective or preventative action is required at this time.